Event description:
It was reported that customer received a check set alarm. Customer reported a blood gluclose level of 430 mg/dl. Alarm occurred during the first rewind. Customer stated that his blood glucose levels are high because he had been sick and was trying to use injections and the pump at the same time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.